Event description:
Philips received a complaint by the customer on the v60 indicating that the devices data acquisition (da) printed circuit board assembly (pcba) board is out. An authorized service provider (asp) is on site and noticed the issue during an feld correction order service. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
H10: no repairs were completed by the field service engineer (fse), as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. It is unknown what the outcome of the service event was, and no further information was obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. The device was not evaluated by philips; therefore, it could not be determined if it failed to meet specifications. There was no patient incident associated with this call.